Manufacturer narrative:
The date device received by manufacturer was inadvertently left blank in the initial medwatch. The date has been updated to november 07, 2017. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device available for evaluation? The date returned to manufacturer was documented as nov 07, 2017 on the initial report. It has been updated as nov 14, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The date of return was not available at this time. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was not determined . If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device did not function. It was further determined that the device failed pretest for saw- test, function- test, charging and checking of power module in charger and information button and self-test. It was noted in the service order that the device service indicator red. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.